Event description:
It was reported that a patient presented to clinic for follow up. Device interrogation revealed atrial undersensing resulting in inappropriate therapy on the implantable cardioverter defibrillator (ICD). Programming changes were performed to resolve the issue. The patient condition was stable before, during, and after the changes.